Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, cable discoloration, crack & tip smashed on the video connector, focus knob stiffness, and discoloration of charged coupled device were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported image failure. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The device was shipped in accordance with the specifications. The reported issue (no image) was unable to be duplicated during evaluation. Therefore, a root cause for the reported device problem was not established. Olympus will continue to monitor field performance for this device.